Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that on echo, there were signs of bend relief disconnect. The lvad pump was exchanged with another lvad pump. At the time of explant, the bend relief was found to be disconnected and cutting through the graft. Additional information received confirmed that the outflow graft was kinked and damaged due to the bend relief disconnect. Preop notes show class IV hf, hemolysis and lvad malfunction.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.